Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The photo shows three sac kits with signs of folds and creases. The customer also returned three unopened sac kits and the corrugate packaging for evaluation. All returned kits had signs of folding/creasing upon return. No obvious defects of anomalies were observed in the corrugate packaging. Visual analysis revealed all the guide wires and protective tubing were kinked within the packaging with the kinks varying between the proximal and distal ends of the packaging. One kit was opened to analyze the contents within. Visual analysis revealed the protective tubing had one major kink towards the center which aligned with the kink on the guide wire. The lidstock clearly states, "do not bend." The damage observed is consistent with defects related to storage and shipping. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The kink on the guide wire measured 92 mm from the distal tip. The guide wire length measured 349 mm, which is within the specification limits of 345-355 mm per guide wire product drawing. The guide wire outer diameter measured 0.520 mm, which is within the specification limits of 0.508-0.533 mm per guide wire product drawing. The guide wire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "insert tip of guidewire through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle)." The guide wire was advanced through the returned introducer needle and the undamaged portions were able to pass with little to no resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. Packaging engineers confirmed that sac kits are manually placed altogether with the IFU booklet into the corrugate box to prevent interaction between both components. In addition, the corrugates are not opened for inspection prior to distribution to the customer. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not use if package is damaged." The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. A kink was observed on the guide wire body which aligned with kinking on the protective tubing. The returned packaging had signs of folding/creasing upon return. No obvious signs of damage were observed on the returned corrugate packaging. The guide wire met all relevant dimensional and functional requirements. The packaging clearly states, "do not bend." Packaging engineers confirmed that sac kits are manually placed altogether with the IFU booklet into the corrugate box to prevent interaction between both components. In addition, the corrugates are not opened for inspection prior to distribution to the customer. A device history record review was performed, and no relevant findings were identified. Based on the customer description and the samples received, the root cause cannot be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during inspection and labeling, we found damaged packaging and products inside the box." There was no patient involvement. Associated MDR numbers include: 3006425876-2025-00727, and 3006425876-2025-00709.